Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery or insulin flow blocked alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s spouse reported via phone call that the insulin pump had insulin blocked alarms last month and it was recurring they had tried all the remedies but still alarm pop up. The customer blood glucose level was unknown. Customer stated that they were using manual injection since they started having issue with the insulin pump. Customer wishes to continue troubleshooting. The customer had tried different sets or cannula lengths. Customer states the tubing was not bent or kinked. Customer states they have tried all remedies. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.